Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing confirmed the reported no output, low impedance and sensitivity issues. The cause of the no output signal was due to a defect in an integrated circuit. The signals generated by this integrated circuit were found to be at abnormal voltage levels when compared to nominal levels. It was determined to be highly likely that a defect in the generation circuitry was the root cause. However, this could not be confirmed at a transistor level, because the integrated circuit was damaged. During the analysis process.